Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked joint connector at lcd board. The device had cracked lcd window, cracked case near lcd window corner, scratched reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 254 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.